Manufacturer narrative:
(B)(4). One used caresite valve, without packaging, was received for evaluation. The valve was examined under magnification, and a crack was observed near the parting line on the female luer lock threads of the molded caresite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. Without the involved lot number, a thorough investigation could not be performed. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the product had been used since (B)(6). On (B)(6), the chemo solution (5fu) was found to be leaking. The caresite valve was connected to a nipro 3-way stopcock.